Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. The field service engineer later changed a liquid level detection board and no issues were observed since this action.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received erroneous results for four patient samples tested for multiple analytes. The erroneous results were encountered after replacement of the sample probe on (B)(6) 2015. Of the four samples, one had an erroneous glucose hk (glu) result that was reported outside of the laboratory and one had an erroneous vancomycin (vanc) result. The date of the event was requested but not provided. The first sample initially resulted as < 1.4 mg/l for glu and this value was reported outside of the laboratory. The sample was repeated and resulted as 146.2 mg/l for glu. The second sample initially resulted as < 1.7 mg/l for vanc. The sample was repeated and resulted as 46.2 mg/l for vanc. None of the values were reported outside of the laboratory. The patients were not adversely affected. The customer ran a precision and it was normal. The customer later changed the sample probe again. The issue was said to persist after the probe had been changed again. No further data was provided.